Manufacturer narrative:
Section h10. Correction to the investigation. The thermogard console (sn (B)(6)) was not returned to zoll for evaluation. The reported complaint of the leak of saline fluid from the start-up kit into the console pump raceway was confirmed by the customer's biomed technician. One of the white roller guides was observed in the pump raceway as "rough" not smooth and degraded, the roller condition caused damage to the start-up kit (suk) tubing and the leak of the saline fluid into the pump raceway. The "rough" roller condition was likely due to wear and tear or user mishandling, as no preventive maintenance (pm) was performed on the console for the last three years. The biomed engineer was asked to install the new roller guides to address the reported issue.

Manufacturer narrative:
The thermogard console was not returned to zoll for evaluation. The reported complaint of the leak of saline fluid from the start-up kit into the console pump raceway was confirmed by the customer's biomed technician. One of the white roller guides was observed in the pump raceway as "rough" not smooth and degraded, the roller condition caused damage to the start-up kit (suk) tubing and the leak of the saline fluid into the pump raceway. The "rough" roller condition was likely due to wear and tear or a user mishandling, as no preventive maintenance (pm) was performed on the console for the last three years. The pump was serviced in the field by replacing the damaged roller guide. Therefore, service was not required to be performed by zoll. Following the biomed service and repair, the console passed all the testing with no issues or faults observed. The console functioned as intended. The console was placed back into service. All service records will be retained by the customer. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4) .

Event description:
During the normothermia phase of the ivtm therapy, approximately 40 hours after the start-up kit (suk) placement, the user observed the leak of saline fluid from the damaged suk into the thermogard console (sn (B)(4) ) pump raceway. Also, the customer reported one of the white rollers guides from the pump rotor on the console was "rough", not smooth. The treatment was stopped as the patient did not require more temperature management. Per the reporter, the console is functional after the suk leak. No consequences or impact to patient.